Manufacturer narrative:
Additional information: according to the received information from the field, the active electrode migrated partially out of cochlea post-operatively. A complete insertion during implantation surgery has been achieved. Revision surgery has been offered; however, the recipient will continue to use the implant system with limited benefit.

Event description:
The recipient_s hearing performance with the device is affected. During the programming appointment on (B)(6) 2021 the recipient has described the hearing sensation with the device as less clear over time and also describes a gradual decline in sound quality with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing performance with the device is affected. During the last programming appointment on (B)(6) 2021 the user describes the hearing sensation with the device as less clear over time and also describes a decline in sound quality with the device.